Event description:
A site rep reported that the spine software is running slow and freezing for the isoc spin. She had already cleared a bunch of exams off of the system and re-booted. They were able to continue the case with no pt impact.

Manufacturer narrative:
Device manufacture date is unk. If software investigation yields conclusive results, medtronic will file a follow-up MDR to report the findings and related codes.